Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The boluses were not showing up in the history. The blood glucose at the time of the event was 700 mg/dl. During the hospitalization the blood glucose has decreased to 110 mg/dl. The sensor readings have been incorrect. The insulin pump would tell her she is low, but the blood glucose reading would be 200 to 300 mg/dl. Nothing further reported.